Manufacturer narrative:
Limited cine and echo images were submitted to the edwards medical director for review. Observations: ¿ cine images from the tavr procedure on (B)(6) 2014 were not provided. ¿ rca angio on (B)(6) 2013 demonstrated an approximately 70% proximal lesion, which improved with ntg administration. ¿ tte from (B)(6) 2013 demonstrated a well positioned sapien valve, that is, its ventricular edge coincided with the hinge point of the anterior leaflet of the mitral valve. Impressions: ¿ cine from the tavr procedure on (B)(6) 2014 was not provided; however, myocardial ischemia was probably attributable to the pre-existing lesion in the proximal rca, rather than an acute coronary obstruction from the tavr procedure. Per the instructions for use (IFU), myocardial infarction (mi) is a potential adverse event associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, per imaging review, myocardial ischemia was probably attributable to the pre-existing lesion in the proximal rca, rather than an acute coronary obstruction from the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, two days following the implantation of a 26mm sapien valve, the patient experienced a right coronary artery (rca) infarct. Prior to tavr, the patient had a moderate, untreated lesion in the rca. At the time of the mi, the patient was taken to the cath lab and two stents were placed in the proximal/ostial rca; however, his condition remained tenuous. Tpa or other thrombolytics were administered. Two days later the patient went into cardiogenic shock and expired. The cause of the event was reported as ischemia in the rca territory resulting in poor rv function an eventual shock. The native aortic valve was severely calcified. The aortic root was not calcified. The patient¿s ejection fraction (ef) was 25%.